Manufacturer narrative:
This report is submitted on january 10, 2023.

Event description:
Per the clinic, the patient experienced a magnet dislodgement following a fall on (B)(6), 2022. Surgery to replace the magnet has been completed on (B)(6), 2022.